Event description:
Cracked or broken pivot point.

Manufacturer narrative:
Broken pivot point confirmed in the lab broken pivot point. Abbott standard procedure includes attempting to obtain required information from the source.